Event description:
Same case as MDR ID: 2134265-2014-00932, 2134265-2014-00836, 2134265-2014-00837, 2134265-2014-02674, 2134265-2014-02676. (B)(4) clinical study. It was reported that in-stent restenosis occurred. Iin (B)(6) 2012, a 2.5 x 8 mm ion drug eluting stent was implanted in the first obtuse marginal (om) branch, followed by a 2.5x16mm promus element plus stent which was implanted in (B)(6) 2012 and a 2.25x16mm promus element plus stent which was implanted in (B)(6) 2012. In (B)(6) 2013, coronary angiography was performed and revealed 75-80%% diffuse restenosis of the previously placed study stents (2.5 x 8 mm ion stent, 2.5 x 16 mm promus element plus stent and 2.25 x 16 mm plus element plus stent) located in the 1st om. The lesion was treated with balloon angioplasty and placement of a 2.25mm x 28 mm unspecified drug eluting stent with 0% residual stenosis. The event accelerated angina was considered not recovered/not resolved and the event chest pain and in-stent restenosis was considered resolved with residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).